Event description:
This is a report of patient 2 of 2. A 1.6 inr with protime system vs. 3.4 inr with unspecified lab system. Therapeutic range 2.0-2.8 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.